Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a scheduled pacemaker device replacement procedure for normal battery depletion, this right ventricular (rv) lead was also surgically abandoned and replaced due to rising impedances measurements. No additional adverse patient effects were reported.